Manufacturer narrative:
The investigation for the reported console (aic) "battery temp alarm high" has been completed. The console was returned for evaluation. Upon functional testing, the console¿s batteries and power management system functioned normally without issues. Console logs from the complaint date revealed the ¿battery temperature high¿ alarm (#49, due to battery temperature over 60degc) that self-resolved in 10 seconds. There was no preceding battery temperature alarm #48, which occurs when battery temperature is between 50degc and 60degc. Battery and power data embedded in left data logs do not show any temperature rise or elevated battery temperatures, as left data log data is recorded every 60s. The battery level low alarm was due to a momentary communication glitch between the batteries and pbm, where a single sample from battery data (in this case value of battery temperature) was corrupt. D2-corrected common device name. D6a-should be blank. This console is not implantable. D8-device available for evaluation changed to yes

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a 50-year-old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported that while the automated impella controller (aic) was unplugged, a battery temperature high alarm sounded. No patient harm has been reported.